Manufacturer narrative:
Evaluation of the unit revealed that the pin was sheared off, due to excessive force, and age (7 years). The surface where the break occurred has a uniform color signifying no pre existing crack prior to breakage. This device is of an older design, where the spring loaded thumbpiece was stiff and a substantial amount of force is necessary to allow disengagement from the ratchet piece. A design change was implemented in february 1996 to adjust spring, eliminating this issue. At this time, jjpi considers this file to be closed.

Event description:
When surgeon tried to use the ratchet that hooks blade to ring, the hook fell apart into 3 pieces. Two x-rays were taken, none of the device was found in the pt.